Event description:
During a coil embolization of the (ic) internal carotid artery, the dcs syringe (635002) could not detach the orbit complex fill 8x24 coil (637cf0824) at green zone, and could not detach it at red (alternative) zone. The syringe was changed to another new product. The procedure was completed successfully with other product without any patient injury. After the operation, the coil was detached by over red (alternative) zone outside of patient body. No information was provided about the target vessel and patient.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization of the (ic) internal carotid artery, the dcs syringe ((B)(4)) could not detach the orbit complex fill 8x24 coil ((B)(4)) at green zone, and could not detach it at red (alternative) zone. The syringe was changed to another new product. Prior to the difficulty to detach, the syringe was taking past the green zone, position 3. A dedicated saline source was utilized to fill the syringe, and no damages were noticed on any section of the syringe. No leaks were noticed on any of the connections, and no damages were noted on the hub of the coil delivery system. The syringe will be returned for analysis, but the orbit is not going to be returned. The procedure was completed successfully with other product without any patient injury. After the operation, the coil was detached by over red (alternative) zone outside of patient body. No information was provided about the target vessel and patient. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during use the true fill syringe had deployment difficulty and the orbit complex fill coil had failure to detach. No information was provided about the target vessel and patient. During a coil embolization of the (ic) internal carotid artery, the dcs syringe ((B)(4)) could not detach the orbit complex fill 8x24 coil ((B)(4)) at green zone, and could not detach it at red (alternative) zone. The syringe was changed to another new product. Prior to the difficulty to detach, the syringe was taking past the green zone, position 3. A dedicated saline source was utilized to fill the syringe, and no damages were noticed on any section of the syringe. No leaks were noticed on any of the connections, and no damages were noted on the hub of the coil delivery system. The syringe will be returned for analysis, but the orbit is not going to be returned. The procedure was completed successfully with other product without any patient injury. After the operation, the coil was detached by over red (alternative) zone outside of patient body. No information was provided about the target vessel and patient. There was no reported injury for the patient. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15238231 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint the complaint of coil failure to detach could not be confirmed without the return of the product. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. The reported complaint by the customer as "cnv syringe-difficulty to detach-does not detach coil" was not confirmed since the device met all manufacturing specifications during functional test; therefore no corrective actions are necessary at this time. Review of the limited information does not suggest what factors may have contributed to the reported difficulties.